Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: the valve isn't any longer programmable. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, no occlusions or leaks were noted in the valve or catheter. Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming, pressure and reflux tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.